Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) full lead; no anomalies found..it was noted that the inner tubing was kinked/buckled throughout, outer insulation was breached and cut within 20 cm of electrode end and connector pin was pulled out/off.

Event description:
It was reported that during the implant procedure, the stylet was stuck in the lead subsequently pulling out. The device was not implanted. No patient complications have been reported as a result of this event.